Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: IV fluid was leaking from line and sleeve was entirely soaked. Upon inspection, fluid was leaking from the connection above luer lock end. No option to secure or tighten any further for this spot on the line. All other connections secure and tight.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 06-jan-2023. H6: investigation summary one sample was received and tested by our quality team. The set was infusion tested and a leak at the tubing to male luer end was immediately noticed - verifying the leakage complaint. The tubing was given a light pull and immediately came undone from the connection. Under microscope, the tubing end seemed deformed or possibly exposed to excess solvent at the time of assembly. The manufacturing team was contacted and the root cause of this failure was determined to be an improper use of the assembly equipment at tubing to male luer point of production. A quality notification has been put in place and further corrective actions have been installed. An automated visual analyses system has been implemented to ensure the tubing is properly inserted into sets before they are cleared for distribution. A device history record review for model 2420-0007 lot number 22075050 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: IV fluid was leaking from line and sleeve was entirely soaked. Upon inspection, fluid was leaking from the connection above luer lock end. No option to secure or tighten any further for this spot on the line. All other connections secure and tight.